Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance sub-threshold lead impedance on (B)(4) 2012. The daily pace impedance trend data shows a spike increase for ventricular pace bipolar impedance equaling 779 to 1007 ohms peak between (B)(4) 2012, then returns to 779 ohms on (B)(4) 2012.

Event description:
It was reported that the patient heard an alert from the device and visited the hospital. It was also reported that upon interrogation, the lead showed an impedance spike; however, the impedance returned back to normal later. The lead remains in use. No patient complications have been reported as a result of this event.